Event description:
The generator and lead were received for analysis on 03/25/2014. Analysis of the generator was completed on 04/09/2014. Analysis in the pa lab determined that the device had reached an end of service condition; an open can measurement of the battery voltage determined that the battery was depleted. The end of service condition was the result of normal, expected battery depletion based on the battery life calculation, the electrical test results and the bench evaluation. The device performed according to functional specifications. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found. Analysis of the lead was completed on 04/10/2014. Note that a large portion of the lead assembly (body) including the electrodes was not returned for analysis; therefore, a complete evaluation could not be performed on the entire lead product. The slice marks found on the outer silicone tubing and the cut ends that were made during the explanted process, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. For the observed inner tubing fluid remnants, no obvious path for fluid ingress other than the cut ends that were made during the explanted process and the slice mark observed on one of the inner silicone tubes. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient's cause of death was malformations of cortical or other brain development with or without known genetic determinants; other reduction deformities of brain; epilepsy, unspecified; hypertensive heart disease without (congestive) heart failure. A sudep (sudden unexpected death in epilepsy) evaluation was performed which determined that the death met criteria for classification of possible sudep.

Manufacturer narrative:
Analysis of programming history.

Event description:
On (B)(4) 2014, it was reported that this vns patient¿s generator was explanted due to death. The date of death was (B)(6) 2012, and the death was attributed to epilepsy. Attempts for additional information have been unsuccessful. The explanted generator has not been returned to date. A battery life calculation performed in (B)(4) 2012 indicated 0 years remaining.